Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to corrosion of the video connector receptacle contacts. It is likely that the corrosion was caused by connecting the video connector of the scope to the processor while it was not sufficiently dry or was dirty. The event can be prevented by following the instructions for use (IFU) which state: "[4.2 connection of an endoscope] make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet equipment could cause the image to flicker or disappear." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, they could not see an image from the visera pro video system center. The issue was found during preparation for use during a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image due to poor contact from corrosion of the receiving contact on the video connector. Additionally, the battery consumption was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.